Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient did not show up for their routine appointment. The patient had informed the clinic that they are doing well, the system is running, and they are doing fine with it. The hcp stated the system was fine since the exchange of the electrode (second surgery on (B)(6) 2022).

Manufacturer narrative:
Continuation of d10: product ID 3389 lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that on february 24, 2022 intraoperative troubleshooting took place. An impedance measurement was performed shortly before the start of surgery. The defective/loose contact was still present and contact 10 on the right electrode was >40,000 ohms. Intraoperatively, the extension of the stimulator was disconnected. Subsequent impedance measurements showed impedances on all contacts to be within normal range. Before the stimulator was reattached and the stimulator pocket was sewn shut, another impedance measurement was performed. There the impedances on contact 10 were again well above the normal range (the loose contact was accordingly not eliminated by the first step). The next step was to measure the extension with a snaplid cable. The impedance on contact 10 was again >40,000 ohms. Impedance measurement of the electrode (all pole contacts against each other) did not reveal any abnormalities. The neurosurgeon decided to connect a new extension to the electrode. The new extension was connected to the stimulator (without direct percutaneous placement/without tunneling) and the impedance were measured. The result was all the impedances were in normal range. After that result, two new extensions were implanted (because the risk was too high that tunneling a new extension would injure the older extension. Both new extensions were connected to the stimulator and reconnected, but there was no change in impedances 0-3 and 9-11 in normal range, contact monopolar 8 approximately 2,330 ohms/bipolar still in normal range. The extension was disconnected from the stimulator and reconnected, but there was no change in impedances (0-3;9-11 normal r ange, 8 monopolar ~2,330 ohms. The electrode and extension were then disconnected and reconnected. The measurement showed; contact 8 monopolar ~ 2,190 ohms,all other contacts still in normal range. The electrode and extension were disconnected and reconnected several more times by the neurosurgeon with the results that the impedances on contact 8 and 9 rose well above 20,000 ohms. The electrode was tested with the snaplid cable again and found to have increased impedances on three contacts. That suggested the electrode was damaged. At the end of the surgery, the neurosurgeons decided to connect everything, turn off the stimulation and make a ne surgery appointment with stereotactic intervention (exchange the right electrode and if necessary exchange the extensions again. A date for this surgery was not yet known. After the surgery the impedances were measured one last time: contacts 0-3 were in the normal range, contact 8 and 9 >20,000 and contact 10 >40,000 ohms

Manufacturer narrative:
Continuation of d10: product ID: 3389, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had the surgery on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on contact 10 of the right electrode there were high impedances and was the required electrode for stimulation. In addition, the MRI capability was not given in that state. The impedances changed from normal range to high range. The hcp reported that during past outpatient consultations, the impedances were high once and fine again at the next consultation and are now high again. The patient also reported an indefinable feeling in their head that occurred from time to time. A report was generated for analysis, and the hcp was considering to investigate intraoperatively and correct the issue, but there was no intervention so far. Additional information was received: it was reported that impedance measurements were taken using automatic rise function and got a reading of x on contact 2 as the impedances were out of range.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that first step would be to replace only the extension; however, there was no surgical intervention planned or scheduled at the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the lead was explanted on (B)(6) 2011. The manufacturer representative (rep) thinks the lead has been discarded, but they were not present at the second surgery.